Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
See regulatory report# 3004209178-2019-05879 for other implantable neurostimulator (B)(4) involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported there was an out of regulation (oor) message on the patient programmer (pp). The caller reported not being able to turn therapy off with the pp. She was able to turn therapy off for the implant in the chest, but could not turn therapy off for the ins in the abdomen. During the call, the caller turned the pp off first and then used the pp on the abdomen and the caller was able to turn therapy off. The caller wanted to turn the device off due to artifacts on the EKG. The oor was cleared during the call. Troubleshooting resolved the reported issue. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the caller said the device's were turned off on (B)(6) 2019 and when trying to turn the ins' back on they were getting an oor message. The caller state that they had some problem with the controller when the devices were turned off but they didn't know any of the details for that event. The caller tried to interrogate the ins during the call. The caller stated that the oor message displayed and they pressed one of the arrow button son the controller and they confirmed that it showed the stimulator was on. There were no further complications reported.